Manufacturer narrative:
The device involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, patient in apollo study esplpg1lini01001. During planned remote monitoring the investigators realized that an inappropriate atp was given to the patient on (B)(6) 2022. It was a supraventricular tachycardia with rapid conduction (and not a vt according to doctors).

Event description:
Reportedly, patient in apollo study esplpg1lini01001. During planned remote monitoring the investigators realized that an inappropiate atp was given to the patient on (B)(6) 2022. It was a supraventricular tachycardia with rapid conduction (and not a vt according to doctors).

Manufacturer narrative:
The device involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.